Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: a 7f catheter was returned coiled within a plastic bag. The catheter was noted to be fractured 29.0 cm distal to the hub. The fractured ends of the catheter body was noted to be elongated, exhibiting protruding braidwires. The proximal areas and distal to the fractured area of the the catheter body exhibited evidence of being twisted. This twist prevented the dye from being injected through the catheter lumen. This finding indicated that the catheter body had been torqued until kinked and, when the catheter was pulled back, the kink in the catheter created a condition which prevented withdrawal of the catheter through the tip of the csi. Upon attempts to force the catheter through the csi, the catheter body elongated and fractured. The csi that was used in the actual procedure was not returned for evaluation. Dimensional examination: the inner diameter of the catheter body, the outer diameter of the body, and the outer diameter of the heat zone area were found to be within dimensional specifications. Although the exact cause for the twisted / frctured condition of the catheter could not be determined, it appears that the catheter had been torqued beyond its design limits. A lot history review revelaed that this is the first complaint of this type for this sterile lot number.

Event description:
The catheter fractured within the "csi." The catheter and sheath were removed as a unit from the pt's vasculature.